Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device:, migration of essure device location of device/perforation uterus/failure to occlude fallopian tube/embeded implant in uterus"), hernia repair ("surgery (other) type of surgery: hernia repair"), abdominal pain ("severe abdominal pain/abdominal constant pain/abdominal sharp pain") and genital haemorrhage ("abnormal heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ehlers-danlos syndrome. Concomitant products included fentanyl until (B)(6)2014 and morphine sulfate (ms contin) until (B)(6)2014. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient underwent hernia repair (seriousness criterion medically significant), experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric problems condition"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), hysterectomy with removal of the essure and scar revision from incisions). Essure was removed on (B)(6)2010. At the time of the report, the uterine perforation, depression, female sexual dysfunction, mental disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia and pelvic pain outcome was unknown, the hernia repair was resolving, the abdominal pain had resolved and the genital haemorrhage, abdominal distension, weight increased and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, hernia repair, mental disorder, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: in (B)(6)of 2008, she had underwent a tubal ligation. Previously reported date is (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: following the requisite time period after implantation of essure she had a hysterosalpingogram test.; on (B)(6)2008: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Healthcare provider said only one tube occluded; in april 2008: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Healthcare provider said only one tube occluded. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Events per pfs: areunia (inability to have sexual intercourse), psychological or psychiatric problems condition:, malposition of essure device location of device:, migration of essure device location of device, nausea, nickel allergy, dysmenorrhea (cramping), surgery (other) type of surgery: hernia repair and scar revision from incisions, dyspareunia (painful sexualintercourse), pain, perforation (uterus) were added, patient's medical history was added. Laboratory data was added. Outcome of the events hernia repair and abdominal pain were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device:, migration of essure device location of device/perforation uterus/failure to occlude fallopian tube/embeded implant in uterus'), abdominal pain ('severe abdominal pain/abdominal constant pain/abdominal sharp pain'), hernia repair ('surgery (other) type of surgery: hernia repair') and genital haemorrhage ('abnormal heavy bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ehlers-danlos syndrome. Concomitant products included fentanyl until june 2014 and morphine sulfate (ms contin) until june 2014. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain / extreme pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and emotional disorder ("emotional trauma"), underwent hernia repair (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), hysterectomy with removal of the essure and scar revision from incisions). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, depression, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain and emotional disorder outcome was unknown, the abdominal pain had resolved, the hernia repair was resolving and the genital haemorrhage, abdominal distension, weight increased and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, genital haemorrhage, hernia repair, nausea, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: in june of 2008, she had underwent a tubal ligation. Previously reported date is mar-2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: following the requisite time period after implantation of essure she had a hysterosalpingogram test.; on 01-jan-2008: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Healthcare provider said only one tube occluded; in april 2008: failure to occlude (close) fallopian tubes, malposition of essure device, migration of essure device. Healthcare provider said only one tube occluded. Concerning the injuries reported in this case, the following ones were reported via social media: emotional disorder. Most recent follow-up information incorporated above includes: on 18-nov-2019: social media content received: events: emotional trauma was added. Reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("abdominal bloating"), weight increased ("weight gain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with hysterectomy with removal of the essure in (B)(6) 2009. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, weight increased and anxiety had not resolved and the depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, depression, genital haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2008, she had underwent a tubal ligation. Diagnostic results: following the requisite time period after implantation of essure she had a hysterosalpingogram test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.